Event description:
It was reported that the customer experienced low blood glucose levels and that the sensor had inaccurate sensor glucose readings. The blood glucose reading was 50 mg/dl, and the customer was advised against calibrating when his blood glucose levels were low. On another occasion, the sensor glucose reading was 55 mg/dl when the blood glucose reading was 89 mg/dl. The customer was advised to turn the sensor feature off and on, and then to reconnect the old sensor. He was also advised to call for further troubleshooting as needed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.